Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that urine would not flow from the tubing into the leg bag. The patient reported that the urine backs up in the tubing and causes his male external catheter to come off.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿bard® dispoz-a-bag® disposable urinary leg bag with flip-flo¿ drainage valve a medical grade vinyl leg bag to be used with male external catheters, foley catheters or most other types of urinary catheters. Directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing (catalog no. 150615 or 4a4194). 4. To empty dispoz-a-bag, push green lever on flip-flo valve out and down. Important: be sure to reclose flip-flo valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations.¿ (B)(4).

Event description:
It was reported that urine would not flow from the tubing into the leg bag. The patient reported that the urine backs up in the tubing and causes his male external catheter to come off.